Manufacturer narrative:
(B)(4).the device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14g011 was manufactured on july 07, 2014 to july 08, 2014. The affected device was received for evaluation. A visual inspection on the device (via the naked eye) noted fluid inside the package that contained the device. When the device was removed from the package, the cause of fluid inside the package was visually identified to be an untightened blue winged luer cap. A functional leak test was subsequently performed by filling the unit with green colored water. After filling the device, the blue winged luer cap was hand tightened and was monitored until the next day. As a result, there were no signs of a leak near the blue winged luer cap, when the blue winged luer cap was properly tightened by hand. The reported condition was verified through functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This occurred during filling with a cytostatic solution. There was no patient involvement. No additional information is available.